Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/04/2024, it was reported by a sales representative via (B)(4) that an ar-613-91 imbalance tka pin driver had the pin break off inside the pin driver and, therefore, was not able to be utilized during the second half of the procedure. The case continued, and another product from the second instrument set was used. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was received on 11/06/2024: this was discovered during a uni knee arthroplasty procedure on (B)(6) 2024.